Event description:
During baxter's functionality testing it was found that a spectrum pump had a delayed keypad. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "delayed keypad" was confirmed and reproduced during evaluation. The delay was due to a failing processor pcb. The failing processor pcb was replaced.